Manufacturer narrative:
One opened cannula was received within a body and lid protector for the report of the cannula shot off the end of the syringe. The returned sample was visually inspected and was found to be nonconforming with a bent cannula and foreign material clogging the ID of the cannula. Functional testing for air flow could not be performed due to the foreign material could not be removed from the cannula. A functional thread check with a new syringe was performed and was found to be conforming. A functional luer taper test was then performed and was found to be conforming. The cannula with foreign material was sent for ftir analysis and was found to best match sodium citrate; however the exact identity is unknown. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The evaluation confirms the cannula was occluded which could cause the cannula to pop off the syringe. The particle analysis found the foreign material to best match sodium citrate. Sodium citrate is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got dried sodium citrate in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the hydrodisection portion of a cataract extraction procedure, at the superior edge of the wound the cannula "propelled" off of the leur lock of a syringe and punctured the capsule. The surgeon had to perform a partial vitrectomy using a sponge. The patient was referred to a retinal specialist the same day where a complete posterior vitrectomy was performed. Additional information has been requested but not received.